Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to power connector on the battery tube not plugged in properly. They were unable to confirm the black display, unexpected restart alarm or alarming due to the blank display. The pump had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 64mg/dl. The customer stated that the pump had a black display and alarmed unexpected restart. The customer used (B)(6) batteries and she stated that there was a crack on the pump by the screen. Troubleshooting was not able to resolve the issue. The display did not return. The device was returned for analysis.